Manufacturer narrative:
An intuitive surgical, inc. (Isi)field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported issue was reproduced during field evaluation and confirmed through review of the system logs. The fse investigation noted a faulty switch and/or switch wiring on the psm arm. Replacement of the entire psm arm resolved the issue. Following replacement, the system was further tested, operated without issue and verified as ready for use. Isi received the replaced psm arm involved with this complaint ; however, device evaluation remains ongoing. A supplemental report will be submitted once failure analysis has been completed or additional information has been received. Verification via system logs confirms the occurrence of a partial nephrectomy procedure on system sh1551 on the reported event date of (B)(6) 2022. No images or video were submitted for review. This complaint is considered a reportable event due to the following conclusion: during a da vinci-assisted surgical procedure, a persistent error fault on the psm arm was experienced and the psm arm was eventually disabled to complete the procedure. Fse investigation confirmed a faulty psm arm. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure conversion/abortion.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, error code 23020 was displayed and the led on the patient side manipulator (psm) arm was not illuminated. The customer received phone assistance from the technical support engineer (tse). Prior to the call, troubleshooting was attempted by rebooting the system. During the call, user confirmed that they system successfully power cycled. Tse reviewed the system logs and confirmed the error fault. Tse confirmed that the error fault was cleared after disabling psm arm 1. No further information was provided. The user continued with the da vinci-assisted surgical procedure with no other issue reported. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: information confirmed that the system was inspected prior to use and all psm arm functionality were verified without issue. The clinical sales representative who was at the customer site assisted the user with disabling psm arm 1. The procedure was completed with the other psm arms.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the patient side manipulator (psm) arm involved with this complaint and completed the device evaluation. Review of the error logs confirmed the error fault; however, functional testing of the psm arm with an in house system confirmed no issue. Visual inspection found no obvious damage. During testing, the psm arm operated as expected with no error fault produced. A proactive replacement of the l3 clutch switch on the psm arm was performed. After replacement, further testing of the psm arm was conducted, testing passed and psm arm was verified as ready for use.

Event description:
Refer to h10/h11 for follow-up information.